Event description:
I had the essure procedure done (B)(6) 2012 followed by an endometrial ablation (B)(6) 2013. Three months later I called my obgyn to inform her of the chronic pelvic pain I felt. Since I have suffered a laundry list of symptoms. Symptoms that have landed me in the ER twice this year, (B)(6) and (B)(6). Symptoms: severe pelvic pain - pain worse than labor pain - vaginal discharge - vaginal itch and burning - vomiting - severe lower back pain, pain so debilitating that I cannot be off a heating pad for more than 30 minutes - spotting in between menstrual cycles - irregular and very painful menses - frequent urination - painful intercourse - which I actually just don't have intercourse any longer - uterine contractions - I was diagnosed with "chronic fatigue" when my pcp couldn't find anything else wrong - extreme brain fog and memory issues - the concern with this one was so much that my pcp ordered a CT as I was very sick with covid (B)(6) last year and I was certain this was the cause - according to dr. (B)(6) "I could have endometriosis" - but this was just a guess. Lastly, but certainly not least, I just don't feel well in general, but I blamed that on my hashimoto's disease. I feel helpless, dismissed, shamed, and I feel that nobody believes the amount of pain that I am in. Is there a medical provider in (B)(6) that you could possibly refer me to? My best, (B)(6). FDA safety report ID # (B)(4).